Event description:
A maintenance worker was trouble shooting an unrelated problem on a telemetry system antenna and was put on telemetry monitor. A nurse applied electrodes as normally done and connected the telemetry unit. When testing of the telemetry system was complete, the electrodes were removed.the skin under which the electrodes had been applied were quite irritated. Electrodes had been in place for about 5 hours.this same product number was the subject of a previous medsun report.facility is not certain of the lot # of the electrodes used in this incident. Facility is notified 3m person reviewing previous report.